Event description:
It was reported that the day following the implant procedure, the patient experienced a pacing failure and a device interrogation indicated the atrial lead exhibited high impedance measurements, along with an unexpected switch to uni-polar polarity. It was noted there was an atrial pacing and sensing failure with uni-polar, therefore, the polarity was switched back to bi-polar but the high atrial pacing impedance measurements were still observed. The atrial lead was then inactivated and the device was reprogrammed to vvi. A check-up was carried out a few days following and the atrial lead continued to exhibit high pacing impedance, along with a sensing failure and pacing failure. The ra lead remains out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the atrial pacing capture threshold was elevated. It was noted the atrial impedance was out of range at >4000 ohms and the bipolar lead impedance warning triggered on (B)(6) 2015, along with the unipolar lead impedance warning on (B)(6) 2015. It was also noted there was a high atrial threshold of >2.5 volts since implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.